Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made mistake. On an unreported date, the pt was hospitalized for peritonitis. On an unreported date, the pt began treatment with injection (inj) vancomycin (1 gram,stat, intraperitoneally (ip)), inj amikacin (100mg, once daily, ip), inj fortum (1 gram, once daily, ip) and inj reflin (1 gram, once daily) for peritonitis. At the time of this report, the pt had recovered from the peritonitis. Additional information was requested but is not available.